Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an incisional hernia repair procedure along with intra-pelvic adhesion, type iii stress incontinence and prolapse on (B)(6) 2000 and the mesh was implanted. It was also reported that the hernia repair has not worked and the patient now have another incisional hernia. The patient has been seeing a surgeon but he has no desire to operate to remove mesh or repair because of the chance of further damage to other organs. No further information is available.